Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 8 failed. The customer attempted troubleshooting by restarting the station and trying to recover the drawer; however the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 failed. A field service engineer arrived at the system and found no failures present. Based on the customers description of the issue, it appeared that something had been jammed behind the door. The customer reported that the door was sticking out slightly, with a soft click during attempted recovery, but the door did not open. The fse tested all eight doors in the tower and observed no failures and no multi-clicks. The system functioned as intended after the field service engineer repaired the device.